Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826653) was returned for evaluation. Device history record (DHR): review did not identify anomalies and/or deviations related to the reported issue. Failure analysis: internal wires broken inside drainage tube (x-ray). Proximal case glued to drainage tube. No testing possible. Root cause analysis: the device was evaluated and a broken internal wire and the proximal case glued to the drainage tube was identified. No testing was possible. A potential cause of the damage may be related to handling during preparation, insertion, and/or use. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: d9.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024. The icp monitor was unable to detect the microsensor thirty hours after implantation. The microsensor was connected using another cable and icp monitor, but it still was not detected. The physician only used the microsensor for external ventricular drainage due to the issue and removed it on (B)(6) 2024. The sensor was not replaced. The patient did not experience any signs and symptoms and is in stable condition.